Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarms or error messages occurred. Tandem technical support was unable to perform troubleshooting for the reported issue as the pump was not available. Reportedly, the cartridges were not loading properly and ¿fell off¿ the pump. There was no known impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.